Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited far p oversensing and was suspected to have dislodged. The device was sensing atrial events at similar amplitudes to r-waves. The patient was admitted to the hospital for lead imaging. The lead was confirmed dislodged by a chest x-ray test. The lead was repositioned without issues on (B)(6) 2019. The patient was fine and discharged the next day.